Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Customer's blood glucose (bg) level ranged from 50 mg/dl to 200 mg/dl; cause for low bg was unknown. Customer consumed carbohydrates to address low bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The failure investigation has been completed and the battery issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.